Event description:
It was reported that the catheter guidewire exhibited resistance when moving and the patient experienced cardiac tamponade. During a pulmonary vein isolation (pvi) isolation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter and a faradrive steerable sheath clear the patient experienced cardiac tamponade. Transeptal access was lost, so a rewire was done and the faradrive sheath was forced across the septum without dilation. After regaining transseptal access the guidewire seemed stuck or had more resistance when moving. The sheath location was checked on intracardiac echocardiography (ice), but the guidewire was never visible. The wire was tracked via fluoroscopy in multiple views, and it was suggested that the catheter and wire be removed and inspected due to the noted resistance. The physician decided to move ahead without that verification though. A check for effusion was made and a cardiac tamponade was discovered. The procedure was cancelled to address the complication, and pericardiocentesis and open-heart surgery were performed. The patient was hospitalized but is expected to make a full recovery. The device is expected to be returned for analysis. It was reported that the location of the cardiac tamponade was in the roof of the left atrium (la).

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the faradrive steerable sheath was visually inspected, and no abnormalities were observed. The sheath was returned and went through sterilization with the original catheter still inserted. The sheath was functionally tested by turning the steering knob. The sheath was able to function properly, deflection was able to hold, and no unusual resistance was felt while moving the steering knob. Subsequently, flushing of the sheath was tested. Flushing was successful with no anomalies noted. The distal tip of the sheath was examined under a microscope to look for any damage that could have contributed to the reported tamponade. No damage or deformation was noted that could have contributed to the reported event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after follow up attempts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter guidewire exhibited resistance when moving and the patient experienced cardiac tamponade. During a pulmonary vein isolation (pvi) isolation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter and a faradrive steerable sheath clear the patient experienced cardiac tamponade. Transeptal access was lost, so a rewire was done and the faradrive sheath was forced across the septum without dilation. After regaining transseptal access the guidewire seemed stuck or had more resistance when moving. The sheath location was checked on intracardiac echocardiography (ice), but the guidewire was never visible. The wire was tracked via fluoroscopy in multiple views, and it was suggested that the catheter and wire be removed and inspected due to the noted resistance. The physician decided to move ahead without that verification though. A check for effusion was made and a cardiac tamponade was discovered. The procedure was cancelled to address the complication, and pericardiocentesis and open-heart surgery were performed. The patient was hospitalized but is expected to make a full recovery. The device was returned for analysis. It was reported that the location of the cardiac tamponade was in the roof of the left atrium (la).

Event description:
It was reported that the catheter guidewire exhibited resistance when moving and the patient experienced cardiac tamponade. During a pulmonary vein isolation (pvi) isolation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter and a faradrive steerable sheath clear the patient experienced cardiac tamponade. Transeptal access was lost, so a rewire was done and the faradrive sheath was forced across the septum without dilation. After regaining transseptal access the guidewire seemed stuck or had more resistance when moving. The sheath location was checked on intracardiac echocardiography (ice), but the guidewire was never visible. The wire was tracked via fluoroscopy in multiple views, and it was suggested that the catheter and wire be removed and inspected due to the noted resistance. The physician decided to move ahead without that verification though. A check for effusion was made and a cardiac tamponade was discovered. The procedure was cancelled to address the complication, and pericardiocentesis and open-heart surgery were performed. The patient was hospitalized but is expected to make a full recovery. The device is expected to be returned for analysis.